Event description:
Information received from the field does not address the patient's clinical status but notes inconsistent capture and sensing since implant, due to lead dislodgement. The lead was successfully repositioned.